Manufacturer narrative:
Additional narrative: article 338.310 lot 9014369. The investigation of the returned connecting screw has shown that the tip is indeed broken off and the shaft is bent. The review of the device history record of both articles showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Since no manufacturing related condition were found we have to assume that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage on the tip. This can only occur if the system was used in order to align the plate with the bone. This is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the dynamic hip screw (dhs) connecting screw 338.310 broke inside the dhs screw 280.100, during implantation. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Event date is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device. The review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.